Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was confirmed based on the information available. Based on the investigation results, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the monitor lost image during a diagnostic colonoscopy. The doctor was able to continue the procedure with no delay by just turning his head to look at another monitor in the room. There were no reports of patient harm.